Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Medical records review: medical records received and reviewed. The patient was involved in a mva sustaining multi trauma including lacerations, fractures and contusions, among other injuries. The patient was intubated at the scene. Two weeks post mva; the patient remained unresponsive and sedated. The patient was considered to have a high risk of pulmonary embolism since he remained intubated and sedated. Anticoagulation was contraindicated due to his head injury, the lacerated liver and multiple other injuries. The patient had an inferior vena cava filter deployed. Approximately 17 months after filter deployment, the patient presented for removal of the device. Multiple attempts were made in an effort to remove the filter. At one point the sheath was retrieved and a single arm of the filter was noted to have been also retrieved. Further attempts to remove the filter were unsuccessful; the decision was made to leave the filter implanted. Three months later, the patient had a follow-up x-ray of the filter. The report indicated that there was a fragment of one of the anchoring legs noted which was detached from the main body of the filter. Two years post filter deployment, the patient presented at the emergency department complaining of chest pain. Chest x-ray and CT of the thorax revealed that the lung parenchyma is unremarkable; however, there is high density material present in the left pulmonary vein. Consultation with cardiac surgeon indicated the foreign body may be a piece of the filter; it is small and would be embedded in the wall of the vessel and unlikely to cause any major problems. The recommendation was not to have the foreign body removed. Conclusion: neither the device nor images were returned. Medical records were provided. The definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 17 months post vena cava filter deployment, the patient presented for removal of the device. Despite multiple attempts made to capture retrieve the filter, it remains implanted. Upon removal of the retrieval sheath, a detached filter arm was identified inside the retrieval sheath. Two years post vena cava filter deployment, a CT scan of the chest identified a foreign body embedded in the left pulmonary vein, and the pulmonary artery was unremarkable. There was no reported patient injury. No additional attempts were made to retrieve the filter or foreign body.

Manufacturer narrative:
The event was identified as the same event and patient reported in medwatch #2020394-2009-00412. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient was involved in a motor vehicle accident and sustained multi trauma and a vena cava filter was deployed. Approximately 17 months post filter deployment, during scheduled filter retrieval, multiple attempts to remove the filter. Were unsuccessful. At one point the sheath was retrieved and a single arm of the filter was noted to have been retrieved. The filter was also noted to have some rightward tilt at the end of the procedure. The decision was made to leave the filter implanted. Three months later, a follow-up x-ray demonstrated that there was a fragment of one of the anchoring legs which was detached from the main body of the filter. Two years post filter deployment, the patient presented to the emergency department complaining of chest pain. A chest x-ray and computed tomography scan of the thorax demonstrated that the lung parenchyma is unremarkable; however, there was high density material present in the left pulmonary vein. Consultation with cardiac surgery indicated that the foreign body may be a piece of the filter; but, it was small and would be embedded in the wall of the vessel and unlikely to cause any major problems. The recommendation was not to have the foreign body removed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for filter tilt, limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 17 months post vena cava filter deployment, the patient presented for removal of the device. Despite multiple attempts made to capture retrieve the filter, it remains implanted. Upon removal of the retrieval sheath, a detached filter arm was identified inside the retrieval sheath. Two years post vena cava filter deployment, a CT scan of the chest identified a foreign body embedded in the left pulmonary vein, and the pulmonary artery was unremarkable. There was no reported patient injury. No additional attempts were made to retrieve the filter or foreign body.